Event description:
It was reported that during an unknown procedure the scalpel returned reported faulty, not working. No other information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2023. D4 batch #: u93c9r. Additional information was requested and the following was obtained: did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped? No other information was provided. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. It was evaluated with a test instrument and a ¿no uses remaining- replace hand piece¿ alert screen was displayed by the generator when it was connected to perform the functional testing. Further analysis confirmed that the hand piece has already been used 95 times. The ¿replace hand piece¿ alert screen advises that the hand piece has failed to perform the internal diagnostic routines and the generator will not be able to operate the hand piece reliably. The handpiece was disassembled to verify the condition of the internal components,. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. The handpiece is a re-useable instrument with a limited service life. The device is programmed with a counter to limit the service life to 95 procedures. The ¿no uses remaining- replace hand piece¿ alert screen advises that the hand piece has reached the end of life. This is not related to a functional failure. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality.